Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a nerve conduction study (ncs) while admitted for dbs programming. The ncs was performed for an evaluation of back pain and was not related to the patients dbs symptoms. The stimulation was turned off before the ncs evaluation. After completion of the evaluation, attempts were made to turn the stimulation back on but were unsuccessful. Communication with the implantable pulse generator (ipg) could not be established through the clinician programmer (cp) or remote control (rc). Depletion of the ipg battery was ruled out as it was able to be successfully charged. Due to the loss of stimulation, the patient experienced a return of parkinson's disease symptoms. The patients admittance to the hospital was extended and they underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively. The physician noted the ncs involved attaching patches to the patients arms and legs which were located far away from the ipg site.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a nerve conduction study (ncs) while admitted for dbs programming. The ncs was performed for an evaluation of back pain and was not related to the patients dbs symptoms. The stimulation was turned off before the ncs evaluation. After completion of the evaluation, attempts were made to turn the stimulation back on but were unsuccessful. Communication with the implantable pulse generator (ipg) could not be established through the clinician programmer (cp) or remote control (rc). Depletion of the ipg battery was ruled out as it was able to be successfully charged. Due to the loss of stimulation, the patient experienced a return of parkinson's disease symptoms. The patients admittance to the hospital was extended and they underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively. The physician noted the ncs involved attaching patches to the patients arms and legs which were located far away from the ipg site. Additional information was received indicating the patients loss of stimulation resulted in gait disturbances. The patient has since been discharged from the hospital.